Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician with supplemental information by a nurse from (B)(6) of touch contamination and peritonitis coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies. On (B)(6) 2011, the patient began extraneal viaflex (1500ml, once a day) and dianeal-n pd4 1.5 (1500ml, 4 times a day) therapies, intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a touch contamination occurred during peritoneal dialysis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The patient was treated with unspecified antibiotics and peritoneal lavage was performed. The peritonitis was resolving, but the patient remained hospitalized. It was not reported if the patient was retrained in aseptic technique, therefore the outcome of touch contamination is unknown. Extraneal and dianeal therapies were ongoing and unchanged. The nurse stated that the peritonitis was not related to extraneal and dianeal therapies but was caused by touch contamination. The nurse did not provide a statement of causality for touch contamination.